Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(4). This information was originally reported on 3002806535-2016-00096 which referenced a journal article written on a study that this patient took part in. (B)(4)

Event description:
Information was received based on review of a journal article titled, "conversion of knee fusion to total arthroplasty," which aimed to examine the outcome and conclusions in patients converted from knee fusion to total knee arthroplasty. The study consisted of eight (8) patients with eight (8) total knee arthroplasties that took place between 1998-2002. Six (6) of the patients were female and two (2) were male. Ages ranged between thirty-one (31) and seventy-six (76). A patient was identified in the article that underwent a knee arthroplasty on an unknown date. Subsequently, patient underwent fusion procedure in 1997 due to a ligament injury complications. It was further reported, patient underwent a total knee arthroplasty in 2000. Patient follow-up results provided at month forty-four (44) indicated pain, stiffness, and limited function. Subsequently, patient underwent an open reduction procedure on an unknown date due to stiffness. There has been no further information provided and the patient outcome is unknown.